Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history records review was completed for part: 314.23, lot: 5534142. Manufacturing location: brandywine, release to warehouse date: sep 21, 2007. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Product investigation was completed. Visual inspection of the returned device performed confirmed the condition of device breakage, which agrees with the reported complaint condition. The majority of one of the six walls of the distal cannulated hexagonal tip has broken off jaggedly and was not returned. Design drawing were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. The cannulation/inside diameter at location of breakage measured ø2.98mm (gp29) which is within specification of ø2.9mm +0.1/-0mm per design drawing. The hexagonal wall to wall width at location of breakage measured 4.00mm (calipers ca215p) which is within specification of 4.0mm +0/-0.02mm per design drawing. The design specified the shaft to be manufactured from custom 465ph stainless steel material and heat treated. A definitive root cause for the returned eleven year old cannulated screwdriver shaft breaking could not be determined based on the provided information. It is possible that boney ingrowth around the screws created too much resistance for this cannulated screwdriver shaft under power during the screw removal surgery and the power of the drill resulted in the shaft tip breaking. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is reported as (B)(6) 2018; exact date is unknown. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2018, the tip of the power shaft had chipped off during removal of cannulated screws. Removal procedure was done due to the fractured healed screws had backed out a little. The surgeon removed the device by hand. The broken piece of the screwdriver was removed from the patient. There was another screwdriver available to complete the surgery. There was no surgical delay. Procedure was successfully completed. Patient status is unknown. This report addresses the intraoperative issue of screwdriver shaft breakage. The postoperative removal of cannulated screw due to back out has been captured under related complaint (B)(4). Concomitant device: 6.5 cannulated unknown screws (part #: unknown, lot #: unknown quantity: unknown). This report is for one (1) cannulated 4.0mm hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).